Event description:
Unexpected positive reactions were observed with gammaclone anti-d (monoclonal blend) one year ago. A patient typed as rh positive; current patient sample types as rh negative.

Manufacturer narrative:
The retention lots of anti-d were tested with red cells of various rh phenotypes, including weak d. The expected reactivity was observed. The current specimen from the patient was returned for investigation testing. The specimen was tested with various manufacturer's anti-d and all results were negative, including weak d. Since the reported typing discrepancy occurred over a year ago, malfunction of user error can not be ruled out.